Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer need to be replaced due to disconnection and wire short out. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had broken rails. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.